Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that customer is complaining a defective instrument. The clip is jamming. No adverse consequences for patient/user reported, no surgery delay, no part remaining in patient´s body.

Manufacturer narrative:
(B)(4). Investigation summary functional evaluation of the returned device could not replicate the reported problem. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.